Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found it in brand new condition inside its original packaging. During the functional testing, the pump would fail intermittently to detect the wireless module battery on power up by showing incorrect/incompatible battery status and alarm with wireless module intermittent connection with pump errors when the ac cord is plugged in; or the pump would fail the power-up process and shut down abruptly from battery state fault error when not connected to the ac power cord. In the later case, an error code 41100 would show the next time the power-up sequence is successful. The cause of the issue was unable to be determined. The device has been sent to the r&d team for comprehensive examination and failure mode analysis for root cause determination.

Event description:
It was reported that the device alarmed for an intermittent wireless module connection error. It was an out of box failure and a replacement was required. The product fault occurred upon opening. There was no patient involvement and no patient harm/adverse event reported.